Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported having issues with 4 sensors. The customer stated that for three sensors; when removing the needle guard, the needle does not go back into the needle guard and for the other sensor the issue was with the electrode. The customer also mentioned having sensor reading discrepancies. Blood glucose value was 5.9 mmol/l. Product would be replaced and returned for analysis.

Manufacturer narrative:
Unable to confirm needle complaint due to customer return only the enlite sensor.